Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications. The delivery catheter was sent to gore for analysis and the device evaluation showed that the tuohy-borst valve appeared to be aligned with the spine and fully tightened. Engineering removed the spine covers and the spine was examined. No abnormalities were noted. The septum appeared to be intact with no obvious damage. Green dyed water was pressurized though the septum into the manifold area to determine the location of the leakage. Water was observed leaking out of the septum at what appears to be the constraining loop pre-formed hole. The septum was removed from its slot and a tear inside the pre-formed constraining loop hole was observed. Based on the findings from this evaluation, the physician¿s observation that blood was leaking from the handle was confirmed, consistent with the observation of a tear inside the pre-formed constraining loop hole. The reported amount of blood loss could not be confirmed. The likely cause for the tear inside the pre-formed constraining loop hole could not be determined. This type of occurrence will continue to be monitored.

Event description:
On (B)(6) 2019, the patient underwent treatment of an abdominal aortic aneurysm rupture using gore® excluder® aaa endoprostheses. It was reported that during the deployment of the trunk-ipsilateral leg endoprosthesis, after the transparent knob was pulled, the physician noticed the blood was leaking from the handle. Reportedly, it seemed that approximately 100 cc of blood lost. However, no transfusion was required. The physician had planned to deploy a contralateral leg endoprosthesis after the proximal of the trunk-ipsilateral leg endoprosthesis was deployed, but he fully deployed the trunk-ipsilateral leg endoprosthesis first and removed the delivery catheter from the patient. Then the contralateral gate was cannulated and a contralateral leg component was successfully implanted. It was reported that the procedure was completed without further reported issues and the patient tolerated the procedure. The physician mentioned that there was resistance during the pulling the transparent knob. Additionally, the physician deployed the ipsilateral leg in a hurry.